Event description:
A malfunction was reported on the customer's pump. The customer could not confirm fault ID because the pump turned off due to the malfunction. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump or rely on an alternate method of insulin therapy until the replacement arrives.